Manufacturer narrative:
The product was requested from the complainant a follow up report will be submitted should the product be returned. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, primary stability was not obtained in type iii bone. Another implant was not placed in the same site. There were no reported patient complications.

Manufacturer narrative:
The product was requested from the complainant a follow up report will be submitted should the product be returned. Exemption number: e2015015. The device was not received by the manufacturer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, primary stability was not obtained in type iii bone. Another implant was not placed in the same site. There were no reported patient complications. (B)(4).